Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Approximately 5 yeas post implantation, the patient was revised due to instability and implant fracture. During the revision, it was noted that the peg was sheared off of the articular surface.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the constrained condylar knee articular surface post sheared off. The patient was revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6. The event is confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified that the knee was examined under anesthesia and found to have symmetric instability. The post of the cck prosthesis was found fractured and excised. The articular surface and locking screw were removed. The patient displayed full range of motion and excellent stability after the surgery. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.